Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Suction was possible, but the suction cylinder was worn. When pressing to check the suction balloon, the valve function was stuck. The elevator water channel flow was loose. The bending section cover glue had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a therapeutic procedure, the suction was not working on the evis exera ii ultrasound gastrovideoscope. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date received by manufacturer. Correction to the initial medwatch. The aware date should be 15-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the control body forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.